Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. The user's blood glucose (bg) level was 270 mg/dl. The user addressed bg level with a bolus. There was a delay in clearing the alarm; however, insulin delivery was resumed.